Manufacturer narrative:
The procedure recording evaluation found large locatable guide errors that resulted in multiple registration attempts. The evaluation surmises that the registration failures were due to a locatable guide failure; however, the site did not return a locatable guide for evaluation. During the preventive maintenance visit, new mapping was performed and the system passed accuracy testing. Superdimension is filing this MDR in an abundance of caution due to the risks association with multiple exposures.

Event description:
Site reported difficulty with registration while using the superdimension system during a case on (B)(6) 2013 but did not report it to superdimension until a preventive maintenance visit on (B)(6) 2013. The superdimension portion of the case was cancelled and the pt was under general anesthesia. There was no report of pt injury, death or other serious adverse event.